Event description:
A report was received that a pt was experiencing head pain since the implant surgery. The physician's assistant does not believe that the pain is device-related, but suspects that the pain was caused by pins used to stabilize the pt's head during surgery. The pt was prescribed lyrica and lidoderm patches.